Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced pelvic pain, dyspareunia and urine frequency. She was found to have mesh contraction and migration, and scarring, and was required to have further surgery to remove the mesh. All other information, including the patient's current condition, is unknown and reportedly unavailable.